Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the needle broke and when they went to unload it was difficult to remove. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500 cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. Additional information requested via email: could you please follow up with the account for the lot number for this device?